Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a total of 15 shocks over three episodes of what appeared to be supraventricular tachycardia (svt). This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a total of 15 shocks over three episodes of what appeared to be supraventricular tachycardia (svt). This device remains in service. No additional adverse patient effects were reported. Information was later reported by the patient that this ICD had delivered further shocks. The patient noted that they had sought medical review and programming adjustments had been made, resulting in fewer shocks.

Manufacturer narrative:
This report contains additional information in field b5: describe event or problem.